Manufacturer narrative:
This model console is for export only; however, this report is being filed because the model is similar to the domestic model 5201260.

Event description:
The international distributor ((B)(6)) reported an issue encountered with the mps console during use. The distributor notified the manufacturer's field service engineer (fse) while he was at the facility to perform routine scheduled preventive maintenance. The distributor stated that the vent valve opened when it should not have after priming the system. There were no patient complications reported as a result of the alleged issue. The fse verified the relevant error code in the log data of the console. The fse replaced the fluid level sensor and completed the preventive maintenance, and the console was released back to use following successful completion of verification testing.